Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
Health professional reported the explantation of a lap-band port due to an alleged leak. Further follow-up will be conducted to gather additional information.

Event description:
The device presented with an alert for out of range rv pacing lead impedances. It was noted that the rv pacing lead impedance may have fallen below 350 ohms and triggered the alert. It was later reported that the patient was upgraded to a biventricular device and low rv pacing lead impedances again were observed. Result, the physician decided to replace the lead.

Manufacturer narrative:
The reported impedance measurement anomaly experienced in the field was verified. Visual inspection noted that the lead was crushed at 33cm from the lead's tip. The distal coil insulation, etfe coating on the is-1 proximal cable and the etfe on the svc shock cable were abraded at the same location. This could cause a short between the two two coils and result in the observed low impedance. The damage found was consistent with clavicle crush characteristics.